Event description:
It was reported by a peritoneal dialysis (pd) patient that fluid leaked from the inside of the cassette door of the cycler during fill 1 of their pd treatment. The patient reported receiving a scale reading error alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area as well as on the exterior of the cycler set cassette and on the floor. The tubing of the cycler set had also disconnected from the cycler set cassette. It was advised that the use of the cycler be discontinued. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete treatment in the absence of the cycler on a different cycler that was set up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of a facility cycler after ending their pd treatment. The patient reported receiving a scale reading error alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area as well as on the exterior of the cycler set cassette and on the floor. The tubing of the cycler set had also disconnected from the cycler set cassette. It was advised that the use of the cycler be discontinued. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete treatment in the absence of the cycler on a different cycler that was set up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of a facility cycler after ending their pd treatment. The patient reported receiving a scale reading error alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area as well as on the exterior of the cycler set cassette and on the floor. The tubing of the cycler set had also disconnected from the cycler set cassette. It was advised that the use of the cycler be discontinued. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete treatment in the absence of the cycler on a different cycler that was set up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.